Event description:
It was reported that there was a loss of traction during the surgical procedure due to the batteries are dead. Procedure was completed with a back-up device. No patient injury or significant delay were reported. Back up was available.

Manufacturer narrative:
The factors contributing to a battery failure are well understood and can be associated with the following factors: 1) a failed/damaged circuit board, 2) the breakdown of the battery chemicals due to use over time.